Event description:
It was reported that the right ventricular lead pacing impedance has gradually and steadily increased over the past 18 months from 700 ohms to 1311 ohms. Routine follow-up recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, implant date: (B)(6) 2007; d274trk, implantable cardioverter defibrillator, implant date: (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was later reported that there was a patient alert due to the right ventricular pacing impedance trending higher to greater than 1500 ohms. Reprogrammed patient alert settings and patient to follow-up with electrophysiologist in office. No patient complications have been reported as a result of this event. (B)(4).